Event description:
Report that patient had blisters that opened following removal of ECG electrodes. Report indicates that blisters then opened. The electrodes were on for approximately 60-90 minutes before removing. Electrodes were used for cardiac monitoring during cardiopulmonary rehab. Manufacturer response for ECG electrode, (brand not provided) (per site reporter). Per area manager, medline rep is aware and will conduct investigation.